Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display, unexpected restart, and external ram error. The customer's blood glucose was 145 mg/dl at the time of the call. The customer stated that the insulin pump was blank after waking up. There were no significant alarms leading to the blank display. The customer stated that the display did return after inserting a new battery. The customer was assisted with programing the pump, and reminded about proper battery usage. The customer was informed about the unexpected restart, and external ram error. There was no details regarding the alarms. It is unclear if the customer received the unexpected restart, and external ram error alarms.